Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the event date should be 12-nov-2025. The procedure date should be (B)(6) 2025. After investigation, the patient underwent episiotomy repair in the hospital on (B)(6) 2025. The surgeon used vcpb945h for suturing the vaginal mucosa and perineal muscle layer during the operation. The intraoperative suturing was operated smoothly. About 20 days after surgery, the patient had perineal wound redness, swelling and pain. After examination, the doctor found that the patient's perineal wound had poor healing and the suture was not absorbed. Therefore, the patient was given perineal wound debridement and removal of unabsorbed suture. Afterwards, the patient's wound healing condition was improved. No subsequent adverse event reports were received. The following information was requested but unavailable: * if the suture was removed: ¿ was the suture removed in a reoperation procedure? ¿ was reoperation necessary to remove the suture and re-close the wound? ¿ was the suture trimmed in physician¿s office? ¿ was the suture removed in a routine post-op procedure? ¿ was the suture removed in a reoperation procedure? - was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent a lateral episiotomy repair on (B)(6) 2025 and suture was used on the vaginal mucosa and perineal muscle layer. The intraoperative suturing was operated smoothly. About 20 days after surgery, on (B)(6) 2025, the patient had perineal wound redness, swelling and pain. After examination, the doctor found that the patient's perineal wound had poor healing and the suture was not absorbed. Therefore, the patient was given perineal wound debridement and removal of unabsorbed suture. Afterwards, the patient's wound healing condition was improved. No subsequent adverse event reports were received. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One open box with thirty-six representative unopened samples were received for analysis. Product code vcpb945h. Following the sampling plan, a visual inspection was conducted on thirteen samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted as expected. During the visual inspection, the sutures were correctly placed on the winding former. The suture was dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?